Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported cross contamination of an x7-2t model transducer in the cardiac surgery unit caused a bacterial infection resulting in patient death(s). An initial visual inspection and safety test of the device resulted in no detected problems. The suspect transducer has been removed from service.

Manufacturer narrative:
Evaluation of the transducer found a large hole in the bending neck sheath which allowed fluid and debris ingress. This damage is indicative of improper handling and maintenance. A biological evaluation of the transducer found no harmful bacteria present at the time of testing.